Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an error message stating ¿object reference not set to an instance of an object¿. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a message error stating that object reference not set to an instance of an object. A field service engineer reviewed applicable knowledge article, and the error condition was reproduced during testing. It was confirmed that the issue was a known software defect deferred to a future enterprise system release. Workflow behavior was reviewed and showed that the error occurred when actions were performed before the loading process completed. The station was tested with the customer while allowing the loading indicator to fully complete before taking the next action, and the error did not occur when the recommended workflow timing was followed and issue was resolved. The system functioned as intended after the field service engineer inspected the device.